Manufacturer narrative:
A ge service representative performed an on site investigation. The computer was replaced. The system was then found to be operating as intended.

Event description:
Customer reports that the system would not boot up. No pt injury was reported.